Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was animal damage.

Event description:
The customer contacted baxter's technical service center regarding a leak, which occurred on the homechoice (hc) during use, during dwell 1. There was no alarm, a dog bit into the patient line and it is wet. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and the transfer set. They cycled power off and on to se 2367. They cycled power off and on to press go to start prompt. The tsr explained the alarm and the hp stated this new puppy bit through the patient line causing leakage but no alarms. The hp pressed stop once the wet line was discovered. The tsr explained to discard all of the supplies and to report the alarm to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that night's therapy manually. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.